Event description:
A report was received from the customer with the following event description: therapy lead connector not connecting - would not work at code - had to press forcefully to get it to connect to monitor - both cables not connecting. The customer later reported that the first therapy cable used during the reported event did not work. After the second therapy cable was forcibly connected, it worked and treatment of the pt continued with no other problems reported. The customer declined to provide pt details due to privacy issues. There were no adverse effects to the pt reported as a result of device use.